Event description:
The diagnostic duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. The patient had severe scar tissue, which represents a precaution in the diagnostic duett pro instructions for use manual. Following the deployment, the patient experienced loss of pulses, and an arterial occlusion was confirmed. Treatment consisted of anticoagulation therapy, a percutaneous thrombectomy and a precutaneous transluminal angioplasty (pta). During treatment, the patient underwent stenting of the superficial femoral artery (sfa) origin and mid-sfa due to an existing condition. The treatment was successful and the event was resolved with no further complications reported.